Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer would not power on and that the power supply was defective. It was noted that the latch of the cable bay was broken, lower hinges left and right were worn, liquid crystal display (lcd) could not hold the stand, and the connector and handle required update. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned. It was further reported that the radiofrequency (rf) head originally returned as an associated device subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer was turned on, smoke came out from the back and a distinct smoke smell was observed. It was noted that the lid to the power cord compartment was broken. When the programmer was turned off and power cord removed there was no visible sign of heating observed on the outer panel. The status of the programmer is unknown. No patient complications have been reported as a result of this event.